Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc8336500, model: sc-2218-70, (B)(6).

Event description:
It was reported that patients spinal cord stimulation (scs) leads had impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was discarded per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc8336500. Model: sc-2218-70. Serial: (B)(6). Batch: 7087897. Unique identifier (UDI) #: (B)(4). This report is being submitted to correct the unique identifier (UDI) # field (d4) in section d, suspect.

Event description:
It was reported that patient had impedances on leads. The patient underwent revision procedure. All pain areas covered post operation, no impedances noted. Explanted product was disposed of per facility policy.